Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold that caused loss of capture. The rv lead was explanted and replaced. The patient was stable throughout.